Manufacturer narrative:
Date of event is estimated. Exact date of explant is unknown. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that patient experienced ineffective therapy. As a result, surgical intervention was undertaken on an unknown date wherein the lead was left implanted, the ipg was explanted, and the system was replaced with a competitor's system to address the issue.